Manufacturer narrative:
An event of ventricular tachycardia, ventricular fibrillation, and coronary spasms was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information has been provided from an unknown cardiac magazine. On an unknown date, an aortic valve replacement was performed and a 19mm regent valve was implanted in a patient with mild cardiac hypertrophy and aortic stenosis. Following implant, the patient experience symptoms of heart failure including ventricular tachycardia and fibrillation. Medication was administered and the patient was returned to the ICU. Three days following the procedure, the patient was extubated and on the fifth day post-operation, the circulatory agonist was discontinued. Six days following the procedure, the patient was reported to be unstable and percutaneous cardiopulmonary support was performed. Seven days post-operation, an electrocardiogram revealed coronary spasms and the patient was treated with medication and the issue resolved. The patient was taken off of cardiopulmonary assistance nine days post-operation and no further issues were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The following information has been provided from an unknown cardiac magazine. On an unknown date, an aortic valve replacement was performed and a 19 mm regent valve was implanted in a patient with mild cardiac hypertrophy and aortic stenosis. Following implant, the patient experience symptoms of heart failure including ventricular tachycardia and fibrillation. Medication was administered and the patient was returned to the ICU. Three days following the procedure, the patient was extubated and on the fifth day post-operation, the circulatory agonist was discontinued. Six days following the procedure, the patient was reported to be unstable and percutaneous cardiopulmonary support was performed. Seven days post-operation, an electrocardiogram revealed coronary spasms and the patient was treated with medication and the issue resolved. The patient was taken off of cardiopulmonary assistance nine days post-operation and no further issues were reported.